Event description:
Reporter indicated that the patient had experienced voice alteration and coughing in the past which would come and go. Eventually, however, the issues became constant, even with the patient's generator programmed off. The patient's treating neurologist recommended that the patient be seen by the ent physician. The patient was seen by an ent, who diagnosed the issue as left vocal cord paralysis. Attempts for further information from the ent have been unsuccessful to date.